Event description:
It was initially reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was to be used during a removal of ureteral stone procedure. According to the complainant, during preparation for the procedure the device was tested and resistance was felt while extending and retracting the cone. The procedure was completed with another stone cone nitinol urological retrieval coil device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; heat-shrink/sheath damage.

Manufacturer narrative:
Upon further review of all available information this event is considered a non reportable event. (B)(4).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual examination of the returned device found that a portion of the heat-shrink was pulled away from the distal stop. No other anomalies were noted. Functionally the device was able to be opened and closed with no difficulty. The condition of the returned incident device was not consistent with the complaint that the device was difficult to extend/retract. Device evaluation found that a portion of the heat-shrink was pulled away from the distal stop. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. (B)(4)

Event description:
It was initially reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was to be used during a removal of ureteral stone procedure. According to the complainant, during preparation for the procedure the device was tested and resistance was felt while extending and retracting the cone. The procedure was completed with another stone cone nitinol urological retrieval coil device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; heat-shrink/sheath damage.